Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: pump insulin delivery history was not available for hi bg complaint reported on (B)(6) 2008 due to the user continuing ipt until (B)(6) 2011 overriding the data. The pump accurately delivers for 29-hr period. No alarms or pump malfunctions were verified in the black box download. The basal and bolus deliveries added up correctly with tdd.

Event description:
On (B)(6) 2011, the patient reportedly had elevated blood glucose of 450, 347, 504, and 553 mg/dl while on insulin pump therapy. The patient had symptoms described as vomiting and small ketones. There is no evidence that the pump was working improperly or that the device contributed to the patient's injury. The patient's mother denied observing signs of insulin leaking at the site or a bent cannula. The reporter removed the cartridge and did not note any signs of insulin leaking. The pump was returned to animas and evaluated. The pump was tested on a 29-hour flow test and was found to be delivering accurately. No alarms or pump malfunctions were verified in the pump history download. Daily insulin delivery totals recorded in the basal tdd correctly reflected the programmed basal rates. No insulin delivery defects were found. This complaint is being reported because the patient alleged had hyperglycemic blood glucose while on insulin pump therapy.